Event description:
Patient reported having experienced an infection with their boston scientific device for pain therapy and had to have the device removed. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).